Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing broke off hub that inserts into channel for IV pump." The event occurred during patient use, but there was no patient harm.